Manufacturer narrative:
MDR was submitted since the event qualified to be an adverse reportable event. Product did not malfunction. Patient fall was the cause of the femur fracture and revision surgery. No concern with the implanted products.

Event description:
Patient fell post surgery. Brought back to address more distal fx. Long stem, cable plate, and femoral head replaced on (B)(6) 2018. On (B)(6) 2018 patient was brought in for fracture concerns. Femur was cables and stem reinserted with a 0 head 36mm cocr.